Event description:
A field uniglide two stage revision of the femoral, tibial and meniscal insert components due to infection. These were replaced with a spacer in (B)(6) 2011 and the pt was revised to a tkr in (B)(6) 2012.

Manufacturer narrative:
(B)(4). Initial report. Device details, pt notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.